Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool confirmed battery power loss alarm due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer also stated that they received low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that they were using alkaline type of battery. Customer also stated that the battery cap was not loose, cracked or damage and that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. It is unknown if the customer was using auto mode feature at the time of incident. The insulin pump will be returned for the analysis.